Event description:
It was reported that a motor rate error, alert check clutch / plunger level error was experienced.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. Event log history was performed and indicated that motor rate error and check clutch errors was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced worm coupling, gear as preventative measure for motor rate error. Service also replaced clutch half's also as preventative measure for check clutch error.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the right plunger case was cracked. The customer stated problem was not duplicated. Motor rate and check clutch errors were found in event history log. Replaced worm coupling, gear as preventative measure for motor rate error. Replaced clutch half's also as preventative measure for check clutch error. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.